Event description:
It was reported that burr moved to the distal side. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified at middle left anterior descending artery. During preparation when they adjust the rotational speed of the device outside the patient the burr moved to the distal side although the advancer knob was locked. The lock of the advancer was not released when they checked it causing them to operate the foot pedal but same issue occurred. The procedure was completed with another with same device. No patient complication were reported and the patients' status was good.

Event description:
It was reported that burr moved to the distal side. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified at middle left anterior descending artery. During preparation when they adjust the rotational speed of the device outside the patient the burr moved to the distal side although the advancer knob was locked. The lock of the advancer was not released when they checked it causing them to operate the foot pedal but same issue occurred. The procedure was completed with another with same device. No patient complication were reported and the patients' status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that burr moved to the distal side. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified at middle left anterior descending artery. During preparation when they adjust the rotational speed of the device outside the patient the burr moved to the distal side although the advancer knob was locked. The lock of the advancer was not released when they checked it causing them to operate the foot pedal but same issue occurred. The procedure was completed with another with same device. No patient complication were reported and the patients' status was good.

Manufacturer narrative:
Device evaluated by MFR.: the device was received for analysis. The advancer and the catheter were connected upon return. The advancer and the catheter were disconnected to inspect the handshake connection and it was found that the handshake connector of the catheter was not connected to the handshake connector of the advancer. The burr could not be pushed back to expose the handshake connector of the catheter for analysis as a resistance was met. The handshake connector was contained within the sheath of the catheter. The sheath was cut and the handshake connector was exposed. The handshake connector was connected to the handshake connector of the advancer and there was no issue with the handshake connection of the device. The device and was wet tested. The device stalled. The advancer was dismantled and the turbine was found to be corroded and the ultem was found to be melted. It is unlikely that the corroded turbine contributed to the device stalling as the turbine could be rotated freely by hand with no resistance encountered. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).